Event description:
Less than 2 months post-op pt recurrently dislocated her knee in mid-flexion. Dr stated that he spent a lot of time balancing the pt's knee during the first surgery. Posterior stabilized articular surface was removed and replaced with a constrained condylar articular surface.